Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a fuzzy image problem. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿fuzzy image¿ was not confirmed. The device evaluation found all functions were working. The customer¿s reported ¿fuzzy image¿ malfunction could not be replicated. The investigation is ongoing and follow-up with the user facility is currently being performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the indicated fuzzy image could not be surmised. The reported fuzzy image was not reproduced by the repair department and could not be confirmed. However, multiple kinks/knots were identified on the cable. A definitive root cause of the kinks/knots on the cable were not surmised. Olympus will continue to monitor the field performance of this device.